Event description:
It was reported that a button on the customer's insulin pump was not responding. The customer also stated he was unable to rewind the insulin pump. He was provided assistance with attempting to review of the block feature was on, but the button to do so was not responding. The customer's blood glucose was 273 mg/dl. He stated the insulin pump was not exposed to moisture. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The insulin pump had minor scratches on the display window, a cracked reservoir tube lip and a missing end cap sticker.